Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-21503419-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing the glass cap exhibits severe devitrification at output window; the fiber was tested with hene laser fixture, aim beam is present at the tip; there are no signs of breakage along fiber; the metal cap exhibits mild char on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 62 minutes, 387,981 joules while using the surgical fiber during a prostate procedure, the fiber was damaged. The tip of the fiber was not cleaned during procedure. The procedure was changed to bipolar resection (turp) and completed. There was no injury reported.